Manufacturer narrative:
Study source: (B)(6) clinical study. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure on (B)(6) 2015 as part of the (B)(6) clinical study. This complaint is being reported based on the event of exacerbated asthma requiring hospitalization. On (B)(6) 2015 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lung. No issues were noted with the device. According to the complainant, on (B)(6) 2015 the patient was seen in the emergency room and was hospitalized for asthma exacerbation. The patient was treated with prednisone and was discharged from the hospital on (B)(6) 2015. On (B)(6) 2015 the event was considered to be resolved. Baseline spirometry values: visit date: (B)(6) 2015. Pre-bronchodilator, fev1: 1.71, fev1 % predicted: 95.40, fvc: 2.29, fvc % predicted: 106.00. Post-bronchodilator: fev1: 1.92, fev1 % predicted: 107.30, fvc: 2.52, fvc % predicted: 116.50.